Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). There is indication of a planned lens replacement. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).